Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event is inconclusive. The root cause for the reported event could not be determined at this time. The device was evaluated upon receipt. The device was decontaminated however no further progress has been made on evaluation and repairs. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error 80 (non recoverable system error; the control processor failed to detect a simulated water temperature fault) and 64 (non recoverable system error; unable to enable pump power (control processor)) occurred while using for patient. Per review of wo on 26sep2025, device was used on patient and there was no patient injury report. Error 64 and 80 related to control processor. Per follow up information received via mail on 26sep2025, the device would be sent to imi. The issue has not resolved yet. The therapy was completed by the original device.

Event description:
It was reported that error 80 (non-recoverable system error - the control processor failed to detect a simulated water temperature fault) and 64 (non-recoverable system error - unable to enable pump power (control processor) occurred while using for patient. Per review of wo on 26sep2025, device was used on patient and there was no patient injury report. Error 64 and 80 related to control processor. Per follow up information received via mail on 26sep2025, the device would be sent to imi. The issue has not resolved yet. The therapy was completed by the original device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.